Event description:
The customer reported that the item only contained 9 pieces of gauze. There was no harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The lot number 200064862 provided by the customer is invalid. Based on the reported item code, the lot number could be 20d064862. A review of the device history record (DHR) for lot number 20d064862 was performed. The manufacturing records were reviewed, and no related event occurred during the overall process for this lot. The investigation demonstrated that no related issue was recorded throughout all our manufacturing and control processes. Each lot is released based on an aql inspection. As per the final quality inspection report of this lot, all specification criteria were conforming. The product was in conformance to our specifications and was released for distribution meeting all established quality assurance acceptance levels. Based on the available information, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. However, as part of continuous improvements, a corrective and preventative action (CAPA) was opened to address the issue of product package miscounts for the similar product line. All the corrective actions defined during the CAPA process has been implemented. No internal non-conformance (nc) related to miscounts has been opened for this product code. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes. Section d4 (lot number): the lot number was originally reported as 200064862 and should be 20d064862.